Event description:
Reference MFR. Report number: 3006705815-2019-02136, 3006705815-2019-02137.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference MFR. Report number: 3006705815-2019-02136, 3006705815-2019-02137. It was reported that during a revision the physician was not able to advance the new lead into the epidural space. As a result, the procedure was abandoned. No patient complications were reported.